Event description:
This is an applicator for the administration of radiotherapy to internal organs. The device is plastic with metal rings which are visible on radiographs. The metal rings are used to determine the position of the applicator within the patient and to calculate the treatment dose. The metal ring at the end of this applicator was missing and thus did not show up on the radiograph. The active length of the irradiation was therefore calculated incorrectly, resulting in an increased dose of more than 20% to surrounding bladder and rectum.

Manufacturer narrative:
The plastic cylinder to which the marker ring was attached was sent to nucletron. The ring could not be returned because it was missing. An investigation on the ring could be done. Based on the returned part the following could be concluded: the part was very old (>15 years) and past its specified life time of 3 years. The groove in which the ring was fixated was not damaged. An analysis of the design led to the following conclusions: the ring is fixed to the plastic cylinder by the spring force of the stainless steel ring. No causes could be identified which could have caused the ring to get detached from the cylinder. The ring could not have lost its resilience if the ring had been forced open and brought past its elastic range. Removing the ring is not part of the intended use. Sterilization cycles (approx 150c) could not have caused a loss of resilience (even after 15 years). Annealing effects need temperatures above 600c. Devices with similar designs have been in use for over 20 years. No similar incidents as described in this report have been reported to nucletron. The life expectancy of the device is stated as 3 years in the instructions for use. The instructions for use warn the user to check the integrity of the device before each use. The cause of the loss of the ring could not be determined. The age of the device could play a role in the incident.